Event description:
The device was used during an unknown procedure, after firing the device, it was noticed that three staples were malformed. The case was completed using sutures. There was no reported patient consequence.